Manufacturer narrative:
The pipeline flex has not been returned for evaluation. The event could not be confirmed and an event cause could not be conclusively determined from the reported information. Mdrs related to this event: 2029214-2016-00630 2029214-2016-00631 2029214-2016-00632.

Event description:
Medtronic received report of that a pipeline flex device did not open completely during a procedure. The patient was undergoing treatment for an unruptured, saccular aneurysm in the cavernous internal carotid artery (siphon). The aneurysm max. Diameter was 14mm and neck diameter was 8mm. Landing zone artery size was 8mm distal and 5mm proximal. Vessel tortuosity was moderate. The devices were prepared as indicated in the IFU. It was reported that a pipeline flex was attempted to be implanted. During the attempt, the middle section of the device was positioned in a bend and did not open on the distal end. Less than 50% of the pipeline was deployed when the device did not open. The device was resheathed less than or equal to two times. No other attempts were made to open the device. The pipeline was resheathed into the microcatheter and removed from the patient. Ultimately, another manufacturer's flow diversion device was implanted without any issues. There was no report of any patient injury in connection with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.